Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a.

Event description:
Healthcare professional later reported capsular contracture, baker grade I.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.